Event description:
A surgery center reported that a patient had two iol¿s explanted due to maladaptation to multifocal intraocular lens (iol). A lal+ iol from a different manufacturer was implanted. This report is for iol 2 of 2.

Manufacturer narrative:
The device is not available to return for evaluation. The investigation is ongoing. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn